Event description:
Information was received from a health care provider (hcp) and manufacturing representative (rep) regarding a patient who was impla nted with a neurostimulator for pain. Information was reported that the patient's lead has migrated. The patient reported pain returning to hcp. X-ray obtained showing both leads have migrated to top of t 10. The issue is currently ongoing. The doctor plans to refer for lead revision with possible paddle lead placement.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 : product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 product type lead other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-may-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID: 977a260, serial# (B)(6) was returned for analysis. Analysis found that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Product ID: 977a260 serial# (B)(6) was returned for analysis. Analysis found that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that patient had issues where they were in pain and the previous spinal cord stimulator(scs) was not working. Pt said they went to their hcp and their hcp kept insisting nothing was wrong. Pt said they were mentioning they were in pain for about 9 months to a year until their hcp performed an MRI and informed the pt that their leads "had fallen." When asked about the event date, pt said 2022, but then stated "it was more like a 9 months to a year" before the hcp decided to do the MRI, so event date was unclear.